Event description:
Patient was treated on the (B)(6) machine, suffered an accident on (B)(6) 2024 at around 10:30 in the morning. It was his first session and when trying to take an image for positioning, the technicians were unable to do so due to the laserguard being activated. Therapist disabled the laserguard and took the image. When starting the treatment itself, in the arc where the accident occurred, the table was at a 20-degree angle and the technicians forgot to turn the laserguard back on. The collimator collided with the patient's elbow, causing an injury (cut) and a dislocation in the shoulder. Tests were carried out on the laserguard with the medical physics team and at no time did it fail to detect and also at no time did it fail to inform on the console display when it was deactivated (test performed 10 times). The laserguard calibration was checked and all parameters were as specified so that it was perfectly aligned. Issue attributed to user error, when user did not turn on laserguard before rotating gantry after imaging.

Manufacturer narrative:
Therapist were trying to take an image for positioning, the technicians were unable to do so due to the laserguard being activated (laserguard detected objects to close to device and prevents beam on). Therapist then disabled the laserguard and took the image. When starting the treatment itself, in the arc where the incident occurred, the table was at a 20-degree angle and the technicians forgot to turn the laserguard back on. Therapist rotated gantry with laserguard off. The collimator collided with the patient's elbow, causing an injury (cut) and a dislocation in the shoulder. Tests were carried out on the laserguard with the medical physics team and at no time did it fail to detect and also at no time did it fail to inform on the console display when it was deactivated (test performed 10 times). The laserguard calibration was checked and all parameters were as specified so that it was perfectly aligned. Issue attributed to user error. Follow up on patients' injury requested and received on 6-18-2024 (site contact physicist (B)(6) provided the information) ¿ the cut on arm is healing ¿ an orthopedic professional put the patient's shoulder back in place. The patient reported they did not feel any pain in the area, but a slight discomfort due to the recent impact.